Event description:
Blow-out/tear in IV tubing. CT scan dye was being injected into pt's IV line. Port closest to 18 ga cathlon. 9/10 inch tear in tubing occurred 48 inches upstream to the injection site. Dye injection pressure was 300 psi. Roller clamp along tubing was "open". Tubing was being used through infusion pump.